Event description:
It was reported during in clinic follow up that right ventricular lead exhibited oversensing noise. Programming changes were recommended but not yet implemented. There were no patient consequences.

Event description:
Additional complaint of fracture was noted. The lead was capped on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Correction: updating section b and h1 to reflect additional surgery/serious injury.

Manufacturer narrative:
Correction: intervention incorrectly reported as aug 11 lead capping- fields b5, d6b updated to reflect (B)(6) lead explant. D10 typo corrected and dates updated to reflect event date.

Event description:
The lead was explanted on (B)(6) 2025.